Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported that during the embolization treatment of a hypogastric artery, upon positioning, the delivery pusher was reported to break. The entire system was removed with the catheter. No harm or injury was reported.